Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered seventeen inappropriate anti-tachycardia pacing and 6 electric shocks due to rhythm morphology not matching rhythm ID template. Device remains in service. No additional adverse patient effects were reported.